Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received history check failed alarm, external ram error alarm and unexpected restart alarm. The customer's blood glucose was 220 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected external ram crc or unexpected restart alarm anomalies were noted. The pump had a displayable history crc alarm in the alarm history file due to corrupted history files. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.